Event description:
Last month, a patient had a bravo ph capsule placed for reflux study. At the conclusion of 48 hours, the receiver was sent to the gi clinic to be downloaded. The clinic nurse was unable to download the collected data. A week later, the patient returned to the operating room for placement of a second capsule. During the procedure, it was decided not to place a new capsule.